Manufacturer narrative:
(B)(6) 2019 - lead was capped and replaced on (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative is reporting that this lead had changes in sensing combined with an increase in threshold and a decrease in pacing impedance. The patients shock impedance has also historically been out of range. With previous device noise was observed on the lead, however after device upgrade lead noise subsided. Postural testing revealed some noise in clinic. Patients lead to be addressed further. Device remains implanted.